Event description:
The lay user/patient contaced lifescan in 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on the following day and obtained/verified the following information. On event day, the patient woke up around 6:30- 7:00am and tested her blood glucose and obtained a 106 mg/dl and did not experience any symptoms at the time of testing. She then took her oral medications of metformin and avandia and ate breakfast and then went to work. Around 11:00-11:30 am, the patient felt nauseous and dizzy. She tested her blood glucose and obtained a 400 mg/dl. Due to the elevaed reading, she panicked and took extra dosage of her oral medications (metformin 500 mg/dl and two avanida pills 2 mg/dl). After she experienced the symptoms, she had a light appetite and her light appetite continued the follwoing day. Approximately 2 hours after obtaining the 400 mg/dl, she retested and obtained a 111 mg/dl. At an unspecified time in between the 2 readings, she ate a light snack (yogurt and crackers). Her symptoms of feeling nauseous and dizziness went away after eating. She claims that ther readings ater the 111 mg/dl have stayed in the low to mid 100's. This was the first time she had obtained an elevated reading of 400 mg/dl. She contacted her physician on event day about the incident; however, was scheduled for an appointment on the next day. She was told that the reason she experienced the symptoms was because her blood pressure was elevated "90/100". Mas confirmed with the patient that her blood glucose was "90/100". The physician put her on blood pressure medications, but did not check the patient's blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct; however, she had been cleaning the puncture area incorrectly. Cleaning the puncture area incorrectly can lead to false blood glucose readings. The patient did not have any control solution to check the test strips. Customer care advocate (cca) sent the patient a replacement meter and control solution. Although the patient was not tested or received any treatment at the physician's office for her diabetes, the complaint is being reported because the patient's symptoms may not have correlated with her blood glucose readings. Her symptoms of feeling dizzy and nauseous went away after she ate a light snack.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.